Event description:
An olympus representative reported, on behalf of the customer, that the single use distal cover of the evis exera iii duodenovideoscope fell off in the patient during a laparoscopic guided procedure. It was reported that there was off label use during the laparoscopic guided procedure, but the details were not provided. The cover appeared to have caught on the laparoscope and reportedly fell into the peritoneum but was retrieved. There were no reports of patient harm or impact associated with the reported event. Additional information was requested multiple times but was not provided. This event requires two reports: patient identifier (B)(6), for the scope (this report), patient identifier (B)(6),for the single use distal cover.

Manufacturer narrative:
This report was submitted by the importer under the importer's report number 2429304-2023-00240. The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
This event requires two reports: patient identifier (B)(6) for the single use distal cover. Patient identifier (B)(6) for the scope (this report).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide a correction to the initial b5. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the phenomenon is likely due to the following: - the cover was damaged by chemical attack from adhesion of chemicals such as anti-fog agent. As a result, the cover was easy to come off the scope. - the cover was insufficiently attached to the scope. As a result, the cover was easy to come off the scope. However, the root cause of the phenomenon could not be identified. The event can be detected and prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.